Event description:
The customer reported that while running an hcv assay, summit sample handler failed to pipette the proper amount of sample and reagent and no error message was generated. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.